Event description:
It was reported the patient had a double valve replacement in 2006. In 2008, the patient presented with shock and severe mitral regurgitation. At explant, a leaflet of the mitral valve was observed to be missing. At autopsy, the leaflet was located in the right ileo-femoral area. The patient died due to massive pulmonary edema. The valve will not be returned for analysis. Additional information has been requested.